Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6)2010, explanted: (B)(6)2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the cause of the impedances issues and not getting relief are unknown. Health care professional (hcp) thought maybe there was an issue with the lead or the battery but he did not know which. The battery was older so it was exchanged for a new ins as well as a new lead. Rep not sure when the patient started experiencing problems. Hcp was not sure what caused the problem and the patient stated she was not aware of any event that could have caused it. The issue has been resolved. The patient is very happy now. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(4) 2010, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient was scheduled for a lead revision on (B)(6) 2018. Additional information received from the manufacturer representative on (B)(6) 2018 reported that the patient had impedance issues and was not getting relief. No further complications were reported or anticipated. Indication for use is non-malignant pain.